Manufacturer narrative:
The monitor and electrode belt have been returned for evaluation. Evaluations have not been completed. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the treatment.

Event description:
The patient was appropriately treated 1 time by the lifevest during vf. After the appropriate treatment, the patient¿s post-shock rhythm was severe bradycardia @ 10 bpm which then transitioned to asystole x 16 seconds after the second additional lifevest shock. Post shock asystole is a known and potentially adverse outcome of defibrillation therapy. The patient's neurological status at the time of the event is unknown. No injury was reported from the treatment. The response buttons were not pressed during the event. The patient went to the hospital for evaluation and is currently in the ICU. The patient is not currently required to wear the lifevest. No deficiencies were alleged against the device.